Event description:
It was reported that the patient was walking in home depot and he heard a loud crack. Patient subsequently noticed problems walking on the leg and made an appointment with his surgeon. His surgeon recommended that he have revision surgery and now patient is looking for stryker to reimburse him for lost wages along with pain and suffering because he states that the locking mechanism on the implant broke. Patient had revision surgery on his left knee (B)(6) 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected age at the time of the event. An event regarding device fracture involving a duracon insert was reported. The event was confirmed through operative notes. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant however, based on the limited information provided, following were his comments: the event is confirmed. The surgeon in his records describes the knee as unstable, possibly in relation to poly wear but this is nowhere confirmed, not even during revision surgery in the surgical report. No explants for analysis and no x-rays to measure wear (not always possible on knee x-rays). During revision the 13-mm insert was exchanged for a 16-mm one which is only a moderate increase in thickness, so would not support gross instability. Femoral and tibial components were well-fixed and left in place. Consequently, the root cause for the instability cannot be determined although such problems are virtually always caused by an adverse mix of procedure-related and patient-related factors. Device-related factors are rarely if ever present in such failure scenario¿s. Based on current information the root cause of failure cannot be established due to lack of information. The patient¿s overweight may have played a minor secondary role but would certainly not be the only contributing factor. Device history review: not performed as an incorrect lot code was provided. Complaint history review: not performed as an incorrect lot code was provided. Conclusions: based on the limited medical information provided, the medical review indicated that although the event was confirmed, a route cause for the reported fracture and instability could not be determined as no explants for analysis and no x-rays were provided for review. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was walking in home depot and he heard a loud crack. Patient subsequently noticed problems walking on the leg and made an appointment with his surgeon. His surgeon recommended that he have revision surgery and now patient is looking for stryker to reimburse him for lost wages along with pain and suffering because he states that the locking mechanism on the implant broke. Patient had revision surgery on his left knee (B)(6) 2013.